Event description:
A lead extraction procedure commenced to remove a right atrial (ra), right ventricular (rv), and two left ventricular (lv) leads (one active and one capped) due to non-function. Spectranetics lld #2 lead locking devices (lld #2s) were inserted into all leads, except for the capped lv lead to provide traction. Beginning with a spectranetics 13f tightrail sub-c rotating dilator sheath and 13f tightrail (long) on the active lv lead, the lead broke. The lld #2 and a portion of the active lv lead were removed from the patient. Next, using a spectranetics 14f glidelight laser sheath on the rv lead, progress stalled, and upsized to a spectranetics 16f glidelight laser sheath. Switching to the ra and capped lv leads, both leads broke, and the lld #2 on the ra lead, along with a portion of the leads, were removed. Focusing back on the rv lead, the proximal coil started to stretch and unravel, so the decision was made to abandon the procedure and remove the remaining lead remnants surgically at a later date. The rv lead, along with the lld #2, was cut/capped and remained in the patient. There was no attempt made to unlock the lld #2. The patient survived the procedure. This report captures the lld #2 within the rv lead, which was cut/capped and remained in the patient. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
D4/g4/h4) the lot number was not provided; thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) a portion of the device was discarded, and a portion remained within the patient, thus no product investigation could be performed. H6) although lld cut/cap is a known risk of complication with use of the lld, the physician did not attempt to unlock the lld from the lead prior to cutting and capping. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.